Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site had a biopsy needle whose depth stop would not fully tighten due to damage. It was noted that this was an out of box issue and that the site used a piece of sterile stripping to complete the case. There was no surgical delay and no impact on the patient outcome.